Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2019 08:15:18 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2019 08:14:57 (B)(4). My name is (B)(6). I accidentally dropped my insulin vial and it fill with air bubbles. Customer states that she keeps getting air bubbles in the reservoir, so she pushed all the insulin back into the vial and now need to know how to get them out. I informed customer that she can put the blue transfer guard on top of the vial and let the air degas out the vial. Customer asked how long this should take and I informed her that I was not too sure but it will help.